Manufacturer narrative:
This report is associated with argus case (B)(4), aquafresh flex toothbrush.

Event description:
A (B)(6) whilst brushing her teeth has got a mouthful of bristles [accidental device ingestion by a child]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion by a child in a (B)(6) female patient who received gsk toothbrush (aquafresh flex toothbrush) toothbrush (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started aquafresh flex toothbrush. On an unknown date, an unknown time after starting aquafresh flex toothbrush, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant and other: gsk medically significant) and accidental drug intake by child. On an unknown date, the outcome of the accidental device ingestion by a child and accidental drug intake by child were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to aquafresh flex toothbrush. Additional details, this adverse event information was received via social media from (B)(6) on 11 december 2016. The consumer posted that, recently she bought a toothbrush in the 0-2 age range and her (B)(6) whilst brushing her teeth had got a mouthful of bristles.